Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's no image allegation was confirmed. The device evaluation found the camera head image problem was due to faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The following information was provided based on the legal manufacturer's investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could have been attributed to the cable failure. The cause could not be identified since further information was not available. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head produced no image. The issue was found during use in an electrotomy therapeutic procedure. There were no procedural delay, and the patient was not under sedation. The procedure was completed with a similar device. There were no reports of patient harm.